Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe had a broken barrel. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, before use, the barrel was found to be broken/cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jul-2023 . H6: investigation summary: the customer returned (1) 0.3ml 30ga syringe, reporting broken barrel. The syringe was visually inspected and observed broken barrel tip, missing cannula hub and cannula shield. Based on the samples returned, embecta was able to confirm the customer-indicated failure. Due to unknown batch number, no DHR can be completed. Based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure. Unable to perform review of the device history record and leading 2lean (l2l) due to lack of batch record information. Therefore, a definitive a definitive root-cause could not be determined.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe had a broken barrel. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, before use, the barrel was found to be broken/cracked.